Event description:
It was reported that during an inferior vena cava filter placement procedure via the femoral vein, an attempt to deliver the filter rod allegedly failed and was still unable to be delivered after repeated attempts. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was returned for evaluation. The touhy-borst adapter and filter storage tube arrived loaded on to the pusher. The filter was received within the filter storage tube. Skiving was noted to the storage tube. During functional testing, an in-house mandrel was used to deploy the filter from the storage tube. Resistance was felt during testing, but the filter was deployed successfully. The filter limbs were present and uncrossed. The remaining portion of the pusher wire was also deployed. Therefore, the investigation is confirmed for the reported advancement failure as the filter could only be advanced with resistance from the storage tube. The investigation is also confirmed for the identified pusher wire detachment as the device was received with the pusher wire completely detached. A definitive root cause for the reported advancement failure and identified pusher wire detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10